Event description:
It was reported that leaks were confirmed during foley catheter placement. Balloon damage was confirmed after removal.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Four photos were received for evaluation of the catheter and return syringe. Unable to confirm reported failure based on these photos. Visual inspection of the sample noted 1 two-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.3980) on the return sample. This is out of specification per inspection procedure ip7603444, revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leaks were confirmed during foley catheter placement. Balloon damage was confirmed after removal.